Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on presenting stored electrograms (egm)s. Oversensing was also noted.  The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.